Event description:
It was reported that during the implant procedure, there was difficulty positioning the pacing lead due to the helix malfunctioning after multiple attempts to extend and retract it. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the guide tooth damaged. No helix function test possible. If information is provided in the future, a supplemental report will be issued.